Event description:
A customer contacted global technical services (gts) regarding a high drain 103/call pd nurse alarm (indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria), which occurred on the home choice pro (hcp) after use. The home patient (hp) stated that they turned the hc on and received the alarm. The technical service representative (tsr) advised the hp to call the registered nurse (rn) to verify the therapy settings. The fill volume was set for 1900ml and the last fill volume was 1800ml. The hp stated that he felt okay that day and did not feel bad anytime in the previous night. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the registered nurse (rn) on (B)(6) 2012, regarding the reported high drain 103 alarm. The rn stated the patient did not make her aware of the alarm and as far as she knew the patient has been continuing therapy on the cycler successfully. There was no patient injury or medical intervention reported. No allegations were made against any of the patient's dialysis products. No further information was available.

Manufacturer narrative:
(B)(4). The device is not available at this time. Should additional information become available, a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for an increased intra-peritoneal volume (iipv) was confirmed. Based on the information gathered during baxter?s investigation, the root cause of the report was undetermined. A service history review revealed no previous service events that were related to the reported condition. A device history record review identified no issues that were related to the reported condition. This issue is being investigated through CAPA.